Event description:
It was reported that the user experienced elevated blood glucose, confirmed by a manual fingerstick of 349 mg/dl, while using a libre 3 plus and after administering subcutaneous insulin lispro via pen; the user noted nocturnal hyperglycemia that persisted into the morning and removed the infusion set without observing abnormalities, with a plan to complete a supply change. Symptoms included hyperglycemia accompanied by stomachache. Outcomes included the need for troubleshooting and education regarding high glucose management. Investigation included a review of user-reported glucose data, insulin dosing, and infusion site status. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.